Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported serious injury. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that while wearing a pod for less than one hour, the cannula dislodged and patient's blood glucose level rose to 190 mg/dl. Upon removal of the device, patient's mother reported the pod left a scar at the infusion site (arm).